Event description:
The customer reported that during deployment the physician had problems advancing the plunger. Good occlusive pressure was achieved. The sheath was kinked, dr unable to advance collagen and force caused sheath to separate from hub. Vascular surgeon contacted to remove without complications. No bleeding or hematoma was reported.